Manufacturer narrative:
Analysis of lead , lot number: va1wjy8 found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead, lot: va1wjy8 found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a deep brain stimulation (dbs) lead. It was reported that the lead appeared to be bent via visual inspection before handed off for implant. It was never implanted or passed off, and another lead was used. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.